Event description:
It was reported while pulling the device for a procedure it was noticed that the package was dirty and partially open. A second device was pulled for the procedure. The device was not used on a patient.

Manufacturer narrative:
(B)(4). The pxr35 package was visually inspected and it was noted that the inner surface of the tyvek had become yellowed, probably due to exposure to light. Package yellowing does not affect sterility of the product and is not considered a defect. There was no dirt present in or on the package. The seal of the package was visually inspected and it appeared to be intact. The package was peeled open so that the film blister could be visually confirmed to have adhesive transfer from the lidstock. The adhesive transfer leaves a white border around the perimeter of the package that is evidence of a complete seal. The complaint event could not be confirmed. Lot history records for m4h03g, product code pxr35, were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.